Event description:
It was reported that the gastrointestinal videoscope's nozzle was clogged. There was no report of patient harm. The device was returned, evaluated, and a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported event was not confirmed. However, in addition to the foreign object found in the nozzle, other evaluation findings are as follows: the plastic distal end cover had a burn; the play of the upward/downward knob was out of the standard value due to wear of the angle wire; the adhesives on the bending section cover, the objective lens, and the light guide lens had white clouded areas; the objective lens was chipped; the control unit was discolored; the scope cover plate was unclear; there were scratches on the universal cord, the protector of the universal cord on the suction connector side, and the connecting tube. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.